Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed.

Event description:
It was reported that upon implant, diaphragmatic stimulation was noted, and the lead could not be positioned elsewhere due to patient anatomy. The lead was not used. No patient complications have been reported as a result of this event.